Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years and ten months post vena cava filter deployment, a computed tomography (CT) scan demonstrated the filter perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years and ten months post vena cava filter deployment, a computed tomography (CT) scan demonstrated the filter perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Completion inferior venacavogram demonstrated the filter to be well positioned with no tilt and good opposition to the walls. Approximately two years and five months post filter deployment, the patient presented with right upper quadrant abdominal pain. Eight months later, a lumbar spine complete minimum 4 views showed that a vena caval filter was noted with its proximal extent at the level of the bottom of l2. After five months an x-ray abdomen anteroposterior demonstrated that there was an inferior vena cava filter at the level of the l3 vertebral body. Two months later, computed tomography (CT) revealed that there was an infrarenal inferior vena cava filter present. The long axis of the filter was tilted approximately 17 degrees to that of the upper inferior vena cava. The prongs of the inferior vena cava filter penetrated the inferior vena cava circumferentially and extended approximately 8 mm beyond the wall. A posterior left prong abutted the posterior wall of the aorta and anterior prong abutted and might actually penetrated the wall of the aorta. The degree of perforation appeared unchanged compared to previous computed tomography (CT). However, the tilt had slightly worsened. Eventually nine months later, another computed tomography (CT) revealed that the inferior vena cava had a filter in its lumen. The upper end of the filter was 1.6 cm from the junction of the right renal vein and 1.9 cm from the left renal vein. Some of the filter metallic tines projected beyond the contour of the vena cava and into the surrounding retroperitoneal fat planes. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2014. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.